Event description:
Per surgeon, bits of metal shavings came off disposable shaver during procedure. Metal was identified post procedure MRI during post op office visit. Surgeon did not identify specific patients.======================manufacturer response for series 3000 bone cutter, series 3000 bone cutter (per site reporter).======================replaced unused lot #s.